Manufacturer narrative:
(B)(4). The complaint rt380 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Further information was sought about the incident and a request was made for the device, but we did not receive any response. The hospital reported that the device broke while assembling the circuit for set-up. Our user instructions that accompany the rt202 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that while they were assembling the circuit and connecting pieces of an rt202 adult breathing circuit, the material broke.